Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the events cannot be ruled out. Contributing factors for wound dehiscence in this patient also include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, underlying cancer, prior surgery affecting skin integrity, and tobacco use. There were no reports of wound dehiscence or wound infection in the pivotal ef-11 recurrent gbm trial. There have been 108 reports of wound dehiscence and 97 reports of wound infection in the commercial program to date.

Event description:
A (B)(6) male patient with recurrent glioblastoma began optune therapy on (B)(6) 2018. On (B)(6) 2020, a novocure device support specialist was informed that the patient had developed an infection at the surgical resection incision site and underwent surgery to remove part of the cranium bone. Per medical records, during a scheduled follow-up visit on (B)(6) 2020, the prescribing physician noticed an exposed cranium hardware screw on the patient's scalp (last surgical resection (B)(6) 2010). Patient was unaware of the exposed screw. Optune therapy was temporarily discontinued. On (B)(6) 2020, during the pre-operative evaluation, patient presented with exposed cranium screw on the right temporal scalp without surrounding erythema or drainage. Patient denied any associated pain, fevers, or chills. On (B)(6) 2020, patient underwent right frontal surgical washout and craniectomy followed by antibiotics. Per prescriber, the event was likely related to optune therapy and bevacizumab.